Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit intermittently fails its weekly self-test.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016 and performed to specification up to the (B)(6) 2016. The pad-pak was removed and reinstalled on several occasions between (B)(6) 2016 and the (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The device was temperature cycled for 48 hours while performing self-tests every 20 minutes for approximately 33 months of normal use without fault. There was no evidence in the history log of the device failing a self-test. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy.